Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. It was noted that the device incorrectly detected atrial fibrillation (af) as ventricular fibrillation (vf) resulting in inappropriate atp therapy. The device discriminators were reprogrammed to resolve the issue and the patient was in stable condition.